Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the console was not displaying rpm. A 230v rotablator console was selected for use. The screen was not displaying the rpms. It was noted there was an issue with the fiber optic cable connector display bulbs. The unit was used for procedure and the correct rpm was determined by relying on the pressure that was displayed on the console as well as the audible noise during use. No patient complications were reported.